Event description:
It was reported that approximately 15 months post direct stenting of a xience v stent in a saphenous vein graft to distal right coronary artery, the patient died. Initially, it was reported that the cause of death was congestive heart failure and end stage renal failure; however, new information received suggests that the death could possibly have occurred from very late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a saphenous veing graft; no pre-dilatation performed. There was no reported product deficiency. The reported patient effects of thrombosis and death, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the stent delivery system was delivered without pre-dilatation (direct stenting) to treat a lesion in the saphenous vein graft (svg). It should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It further mentions that, the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts.